Event description:
It was reported that this right atrial (ra) was capped and surgically abandoned due to isometric noise and oversensing with pacing inhibition. It was determined that the issues were a result of insulation damage after approximately 18 years in service . A new lead was successfully implanted. No additional adverse patient effects were reported.